Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during a follow-up for post implant monitoring, this brady lead exhibited increased pacing thresholds and loss of capture. The lead had not dislodged but a revsion procedure was performed to explant and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lead was discarded and will not be returned.